Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited three untreated episodes and one treated episode. Upon review, it was noted that the shock was inappropriate due to oversensing. Troubleshooting options were recommended. The patient was brought to the clinic and it was noted that the primary vector look a good signal. Currently, this product remains in service and no additional adverse patient effects were reported.